Manufacturer narrative:
The t:slim x2 pump user guide states that the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced fluctuating blood glucose (bg) levels (27 - 350 mg/dl) with small traces of ketones. The level of ketones were considered as being dangerous. Boluses via the pump were delivered to address the high bg and carbohydrates were consumed to address the low bg. The customer stated that it was typical for her to "rebound between low and high bg" and that the bg would typically be less than 70 mg/dl in the pre-dawn hours. The customer was in contact with a healthcare provider regarding this issue. Reportedly, the customer had been using apidra in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump.